Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed visible blower foam degradation. Additionally, the service technician also noted a dust fail contamination. The device was scrapped.